Manufacturer narrative:
Device available for evaluation - yes. Initial reporter. Dr. (B)(6). Report source - foreign, user facility and company representative. Device manufacture date - 10/25/2005. All pertinent information available to amo has been submitted. Placeholder.

Event description:
Customer reported that a laser vision correction patient presented with undercorrection in both eyes - no loss of lines of best corrected visual acuity (bcva) in right eye (od) and loss of 3 lines of bcva in left eye (os). Preop bcva: od: 2/60 > s-9.50 > 1.0f2; os: 2/60 > s-10.50 c-0.25 x 170 > 0.8f1 +ph - postop bcva: od: 0.5 > s-0.75 c-0.75 x 180 > 0.7f2 +ph 1.0f2, os: 0.1 > s-2.50 > 0.5f2 +ph -.

Manufacturer narrative:
Field service specialist visited the site during (B)(4) 2015 and checked system. No issue was found. The humidity and the temperature of the room were checked and were found within the manufacturer's' recommendation. The calibrated plastics were sent to (B)(4) for inspection and no problems were found. System performance meets abbott medical optics specification. All pertinent information available to amo has been submitted. Placeholder.